Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoid resection procedure, the issue occurred after the anastomosis while the technician was removing the stapler before opening the tilt top anvil. There was a staple line bleeding due to the issue and the surgeon needed to re-stitch the area that was bleeding. The patient stayed for additional 24 hours in the hospital. There was 500 cc blood loss and transfusion was done, but the surgeon stated that this is not due to the product but contributed to the technique.